Event description:
It was reported to philips that the system was intermittently crashing. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use and to complete the procedure, the user had to unplug the wireless mouse. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log file was checked and troubleshooting found that the system software had crashed. To resolve the reported issue, the fse reinstalled the system software, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.